Event description:
It was reported that patient said that he had no symptoms other than little discomfort walking. His MRI showed fluid accumulation at the joint. His blood tests results indicated high level of chromium and cobalt. Patient said that he has no swelling.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.